Event description:
Biomed reported nurse programmed clindamycin 200 mg/20 ml to infuse over 30 minutes at rate 40 ml/hr. Infusion was programmed under basic infusion as this drug is not included in facility's guardrails data ste. Entire 20 ml delivered in less than 1 minute like a bolus. Vital signs and o2 saturation remained stable. No harm to patient was noted. Device event logs received for evaluation. Investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
Patient information requested and all available information is included.